Manufacturer narrative:
Device evaluated by the manufacturer. The complaint attachment lists ¿would not advance.¿ both of the t¿s and suture were returned. T1 was already deployed. The device is in poor condition. There is an extreme bend. The delivery needle is quite distorted. T2 and balance of suture is stuck within the track of the needle behind the damaged section. This indicates difficulty reaching the desired surgical location. This disfigurement impeded the conducting of a functional test. The device is not able to cycle or advance due to the acquired damages. Per the device¿s IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ with the damages noted, root cause for this complaint cannot be confirmed. No further investigation is warranted. (B)(4).

Event description:
It was reported the fast-fix 360 curved ndl delivery sys t2 would not advance. A backup device was readily available. No delays or patient injuries were reported.